Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient's sound processor overheated and burned the skin behind the ear. The device was discarded and replacement equipment was sent to the recipient.